Event description:
It was reported that the camera head exhibited a loss of image. The issue occurred during an endoscopic gallbladder surgery. Due to the reported issue there was a minor delay; however, the therapeutic procedure was completed using a similar device. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e221, cut on the cable and leak in the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e221 occurred when moving the cable which may have contributed to loss of image capture during use and a leak in the cable may have been due to cut in the cable. It is likely cause traced to user. This issue is addressed in the instructions for use (IFU): be careful not to scratch the camera cable with a sharp-tipped instrument. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable, be careful not to apply excessive force to the camera cable. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited a loss of image. The issue occurred during an endoscopic gallbladder surgery. Due to the reported issue there was a minor delay; however, the therapeutic procedure was completed using a similar device. There were no reports of patient harm, injury, or death.